Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a code that may indicate premature battery depletion. Technical services (ts) review of the data was requested. Upon review, ts noted that the s-ICD battery is depleting normally, and the code was due to magnet exposure. It was observed that the patient had undergone childbirth a few days earlier and a magnet was used at that time. Review of the battery status determined that the battery a temporary decrease in estimated longevity after 45 minutes of magnet exposure. However, due to no further magnet exposures, the battery status is recovering. Ts confirmed no further troubleshooting is needed. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a code that may indicate premature battery depletion. Technical services (ts) review of the data was requested. Upon review, ts noted that the s-ICD battery is depleting normally, and the code was due to magnet exposure. It was observed that the patient had undergone childbirth a few days earlier and a magnet was used at that time. Review of the battery status determined that the battery a temporary decrease in estimated longevity after 45 minutes of magnet exposure. However, due to no further magnet exposures, the battery status is recovering. Ts confirmed no further troubleshooting is needed. The s-ICD remains in service and no adverse effects were reported.